Manufacturer narrative:
(B)(4). Visual, dimensional, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported deflation issue was not confirmed. A cine was received and reviewed by an abbott vascular clinical specialist; however, the cine did not show the balloon in use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue as the reported complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, mildly calcified, 70% stenosed, left circumflex (lcx) coronary artery. A 4.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion and after the 7th inflation, the balloon did not completely deflate. Since the balloon was partially deflated, they could pull everything back into in guide catheter and remove everything from the anatomy as one unit. A new non-abbott bdc was used to successfully complete the procedure. There was no reported adverse patient sequela. No additional information provided.